Event description:
It was reported that the device stored vt/vf episodes due to noise on the lead. The patient received inappropriate therapy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.